Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The returned microcatheter was missing its distal tip segment. Microscopic observation found circumferential cracks on the tip surface, suggesting the tip was torn off due to tensile stress. Scratches that were assumed to be made by contact with calcium were also observed on the tip surface. The above findings indicated that the catheter tip was pulled and eventually torn off at approximately 2 mm from the distal tip end where the constructional border between polymer-only segment and polymer-plus-braids segment lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the tip was damaged during crossing the heavily calcified lesion, and tensile stress exceeding the microcatheter's design limit was applied on the damaged tip while the catheter tip was being removed from the anatomy, leading the damaged tip to eventually become torn off. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated and remained in the anatomy during a percutaneous coronary intervention (pci) to treat a heavily calcified 99% stenosis in the lad #6. After successful wire crossing, the subject microcatheter could cross the lesion. Upon catheter removal, its tip approximately 2mm in length was found separated and remained in the lesion. Over the same guide wire, an asahi penetration catheter was delivered and dilatation was performed. A new asahi microcatheter was then delivered in an attempt to cross; however, it became suck on the guide wire. To retrieve the separated catheter tip, another asahi penetration catheter and guide wire were advanced peripherally; however, the separated tip floated into a septal branch when it was pulled into a guide catheter. The physician determined to leave the tip fragment inside the anatomy as it would not be able to be retrieved. The pci was resumed, rotablation was performed in the lad #6, and completed with successfully reestablished blood flow by stenting. The patient was reportedly being without problem with regards to the remaining tip after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.